Event description:
A (B)(6) result was obtained on two samples from the same patient. A third sample from the same patient was (B)(6) by pcr/rna. The third sample was tested in singlicate on the advia centaur (B)(4) assay and resulted as (B)(6). It is unknown if patient treatment was prescribed or altered based on these results. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
The cause of the discordant advia centaur xp (B)(6) results is unknown. The patient samples are not available for further investigation and testing. A siemens field engineer was sent on site and replaced several parts and the system was operational upon departure. No conclusions can be drawn as to the cause of the discordant advia centaur xp (B)(6) results. No further evaluation of the device is required. The limitations section of the IFU states the following: "the advia centaur (B)(4) 1/o/2 enhanced assay is limited to the detection of antibodies to (B)(6) in human serum or plasma (potassium edta, lithium or sodium heparinized, and acd)." "It is recognized that currently available assays for the detection of antibodies to (B)(6) may not detect all infected individuals. A negative test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies may be undetectable in some stages of the infection and in some clinical conditions."